Event description:
This patient with multiple comorbidities presented to the (B)(6) hospital emergency department on (B)(6) 2022 in acute respiratory distress requiring intubation. The patient was intubated using a size 3-0 cuffed rusch endotracheal tube which was the correct size for the patient at the time of intubation. The patient was extubated on (B)(6) 2022 and subsequently was found to be stridulous and aphonic. The patient was taken to the operating room by pediatric ent(ear, nose, and throat) on (B)(6) 2023 for these symptoms for a direct laryngoscopy with bronchoscopy. Upon evaluation, it was found that the patient had glottic and infraglottic edema as well as granulation tissue in the subglottis consistent with pressure injury from the endotracheal intubation. The granulation tissue was excised at that time and a kenalog injection was performed. This patient would subsequently require two more trips to the operating room for this issue (on (B)(6) 2023). The cause of this complication in this case is strongly suspected to be the 3-0 cuffed rusch endotracheal tube (ref number (B)(4). The size of endotracheal tubes is measured by the inner diameter of the tube. For the rusch brand tubes (3-0 in this case but this issue extends to both the 3-5 and 4-0 size) there is a larger, more rigid outer diameter than the average endotracheal tube which subsequently increases the amount of pressure exerted on the glottis and subglottis during intubation. This leads to a higher propensity for complications from intubation. These tubes were removed from the (B)(6) hospital inventory at that time. A few months later, these tubes were part of a larger recall of teleflex products. That recall was centered around a connector issue, not the outer diameter/rigidity of the tube which is also a cause for concern.